Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported: "revision right knee surgeon diagnosis patellofemoral pain and polyethylene wear, pca modular tibial baseplate s2, duracon femur small, small 11 mm tibial poly original surgery (B)(6) 1994. Obvious wear on medial side of insert. Insert removed and replaced with 19 mm insert and patella resurfaced."